Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr, part of the distal tip of a polarstem modular head for 21000662 broke off. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not harmed as a consequence of this problem.

Manufacturer narrative:
It was reported that, during a total hip replacement, part of the distal tip of a polarstem modular head for 21000662 broke off. Patient was not harmed as a consequence of this problem. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing 50 additional complaints over the past 12 months with similar failure mode. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Review of past corrective actions was performed. No further escalation is required. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.